Event description:
Facility, has been notified of an event that the epidural catheter appears to have been sheared off during removal through the epidural needle. Distal 7.5cm is missing and presumed still within pt's back.